Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: the device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to specification. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.